Event description:
The customer had been receiving high results for several days. At 9pm the customer blood glucose was 487mg/dl. The customer took 8 units of insulin, customer became shaky, bouncy, jumping and lethargic and sweaty. Paramedics were called and the customer was taken to the hospital. At 9:15pm the customers blood glucose was 10mg/dl. The customer was given an injection of d50. At 9:30pm the customers blood glucose was taken and the result was 132mg/dl on the customers device the result was 408mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.